Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: the exera identification (ID) chip had no date, after aeration, the scope ID was restored showing 285uses/12958min. The instrument channel had a leak, the plastic distal end cover insulation failed due to a crack, the distal end plastic cover had a crack and chips, the bending section cover adhesive was removed, the bending section cover glue had a crack, there was no image(black), but after aeration the image was restored, switch1 to switch4 were not working, but after aeration the switches worked, the bending section electrical continuity had no reading, the adhesive was wet, there were no broken strands, the charged coupled device shink tube was cut and after aeration the adhesive was dry, the insertion tube had dents, the control body was wet, corroded, there was a chip on the boot, the customer had a label on it, and after aeration the adhesive was dry with a lot of corrosion, the scope connection was wet, and after aeration the adhesive was dry, and there was low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope when the scope was connected to the light source, it received an error message with no error code. The issue was found during reprocessing prior to a diagnostic bronchoscopy procedure. The procedure was completed with a different device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to biopsy channel leakage while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.